Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported via phone call that the device was dropped to the floor. Customer's blood glucose was 600 mg/dl. Customer mentioned the lcd screen was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.